Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended exchanging the gui with another 840 ventilator in an effort to retrieve the error codes. The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse then installed the gui and cpu and replaced the backlight inverter printed circuit board (pcb). The cse then performed extended self-testing on the device and all tests passed. Covidien reference: (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator experienced a malfunction. The customer reported that the graphic user interface (gui) displayed an inoperative message and had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred.